Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7083648, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7078744, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7078962, model/catalog description: avista MRI perc lead kit 74 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74, serial number: (B)(6), batch/lot number: 7078775, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient developed a lump at the puncture site used for lead implantation. The patient was subsequently hospitalized due to fluid leakage beneath the lump. An incision was made at the wound site, as mild swelling was noted at the implantable pulse generator (ipg) implant location; however, no device was repositioned or explanted. According to the physicians assessment, there was no redness or other signs of infection, and the condition was not considered device related. The patient has since been discharged from the hospital; however, the lump and fluid leakage persist and remain a concern. The patient was evaluated by another physician who suspects an infection and, as a result, plans to explant both the lead and the ipg. Additional information was received indicating that the physician confirmed the presence of a chronic but non severe infection. The physician has proposed replacing the implantable pulse generator (ipg) and relocating the ipg pocket. The date for the procedure has not yet been determined.

Event description:
It was reported that the spinal cord stimulation (scs) patient developed a lump at the puncture site used for lead implantation. The patient was subsequently hospitalized due to fluid leakage beneath the lump. An incision was made at the wound site, as mild swelling was noted at the implantable pulse generator (ipg) implant location; however, no device was repositioned or explanted. According to the physician's assessment, there was no redness or other signs of infection, and the condition was not considered device related. The patient has since been discharged from the hospital; however, the lump and fluid leakage persist and remain a concern. The patient was evaluated by another physician who suspects an infection and, as a result, plans to explant both the lead and the ipg.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 7083648. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 7078744. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 7078962. Model/catalog description: avista MRI perc lead kit 74 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-74. Serial number: (B)(6). Batch/lot number: 7078775. Model/catalog description: unique identifier (UDI) #: (B)(4).